Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was tha defective pilot valve. Additional malfunctions were a defective 4-way valve and saturated sieve beds.